Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue.

Event description:
It was reported that the facility received a newly ordered ar-12990 knee scorpion and upon opening it was discovered that the device was broken within the packaging. There is a spring coming out of the handle and the grasping tip does not close all the way. The facility is returning the device along the original box that it came packaged in. See attached image.